Event description:
It was reported to philips that the system was unable to acquire live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during the non-emergency procedure happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited onsite and confirm that reported problem. After reviewing log, fse found that reported malfunction. The cause of the reported malfunction conclusively could not be determined by the supplier's part analysis, however the replacement of the image detector by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.